Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: slim tip lead, model: 3186, UDI: 05415067017246, serial: (B)(4), batch: (B)(4).

Event description:
It was reported the patient experienced ineffective therapy on their right side. Surgical intervention may be pending to address the issue.

Event description:
Related manufacturer reference number: (B)(4). Additional information was received wherein the lead was explanted and replaced and effective therapy was established.